Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient who was implanted with this pacemaker was seen in clinic and device interrogation was unsuccessful. There was no magnet response, and device changeout was scheduled for a later date because the patient was on blood thinners. Upon device explant, it was determined that the device was a non boston scientific device. The patient and his family did not recall when the original pacemaker was replaced, however the non boston scientific device and a non boston scientific left ventricular (lv) lead had been implanted in 2022. It was determined that this pacemaker was likely explanted at that time, however the reason for explant was unknown. It was noted that an additional pacemaker was attempted but not implanted once the explanted device was identified. A cardiac resynchronization therapy pacemaker (crt-p) was attempted but not implanted due to a miscommunication because it was assumed the previous device was is-1, but it was not. A different crt-p was successfully implanted. No additional adverse patient effects were reported. The attempted devices will be returned for analysis. Technical services (ts) contacted he local area field representative for additional information regarding the initial reason for pacemaker explant and product return status, but no further information was available. Should additional information become available this report will be updated.